Event description:
It was reported that the bd eclipse¿ needle experienced leakage at the connection site. The following information was provided by the initial reporter: while drawing vaccine, writer noticed leakage at base of needle and vaccine was wasted. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
Investigation summary: a complaint of leakage of the needle was received from the customer. A sample or photo was not provided for investigation. A device history record review was completed by our quality engineer team for provided lot number 2012005. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced leakage at the connection site. The following information was provided by the initial reporter: while drawing vaccine, writer noticed leakage at base of needle and vaccine was wasted. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.